Event description:
The customer reported the monitor is not working, image is null. No image on workstation left monitor. No patient injury was reported.

Manufacturer narrative:
The workstation left monitor asm was replaced with a new working unit. The system was then checked for errors. The system operates as intended.